Event description:
It was reported that a patient diagnosed with a compression fracture underwent a balloon kyphoplasty procedure (bkp) at l2. During the operation, a small amount of cement extravasation reportedly occurred "from the lower edge of the l2 vertebral body into intervertebral disk". According to the report, the cement was "doughy and homogenous" during injection and was prepared according the the instructions for use. No patient symptoms were reported. The type of cement used in this case was not specified in the report.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.